Manufacturer narrative:
(B)(4).

Event description:
Initial complaint from customer was "unable to import". Upon further troubleshooting with customer, when they import multiple studies, some studies may be sent with non-updated data. This can result in studies being attached to incorrect patients due to matching accession numbers. Either a software malfunction or a user error; tech support and software qa unable to duplicate reported issue.